Event description:
Customer reportedly received result of 179 mg/dl on advantage system 1 and result of 87 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 551080, expiration date 12/31/2010). Reference medwatch report with a1 patient identifier (B) (4) for the suspect device used in system 1.